Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for novel implantable cardioverter defibrillator (ICD) implant. During the procedure, upon implant and connection to device, it was found that the pacing and defibrillation impedance of the right ventricular lead was high and out of range. The lead was disconnected and reconnected to the pacing system analyzer (psa) upon which it was found that all diagnostic values were normal. The lead was re-connected to the device and the pin in the header was replaced. All values returned normal. The patient was discharged.